Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic dependent patient presented in clinic. Upon attempt to interrogate, it was seen that there was no wireless telemetry. No intervention was completed to address this issue. The patient was stable.